Event description:
Consumer reports that a co called drug free enterprises, formerly known as drugcheck sold him unapproved drug testing cups from 8/97 - 3/98. The firm is now selling another product, drugcheck5 through the internet. The literature indicates the device is a urinalysis drug test capable of detecting amphetamines, marajuana, cocaine, opiates and methamphetamines (or pcp) in 5 mins. It also says the test is FDA approved. The consumer said he was aware of only one similar product with FDA approval that is mfg by another co. He has spoken to that co and they do sell to drugcheck. The consumer is very upset that the firm had previously advised him they had FDA approval and when he found out they did not and stopped his association with them he lost a great deal of money.